Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a "draining resection" operation, the surgeon used the ecr60g reload, from which the staples on one side did not come out into the firmware. There were no patient consequences and the patient is currently stable. No extended hospital stay or any extra procedures were needed. No additional information is available at this time.